Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure from the superior mesenteric artery (sma) to the inferior mesenteric artery (ima) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted two ruby coils. While attempting to implant a third ruby coil, it was reportedly too stiff and was causing the lantern to kick out of the target location. Therefore, the ruby coil was removed and placed on the back table for later use. Another ruby coil was opened and advanced into the target vessel; however, the physician noticed it was too long and removed the coil. Upon removal, the physician discovered that the pusher assembly had become kinked. Next, the physician successfully implanted a pod packing coil (pod pc). While attempting to use the next ruby coil, it became contaminated on the back table which caused the first ruby coil that was set aside for later use to become contaminated. Therefore, neither of these ruby coils were used in the procedure. The procedure was completed using two pod pcs and the same lantern. There was no report of an adverse effect to the patient.